Manufacturer narrative:
The cause of the peritonitis was due to a breach in aseptic technique (cause previously not reported). The cause of the breach in aseptic technique was not further described. At the time of this report, dianeal therapies were ongoing. On an unreported date, the patient began treatment with gentamicin, intraperitoneally, 40 milligrams (frequency was not reported). Twelve days after the date of diagnosis, the treatment with gentamicin was discontinued and the patient began treatment with ciprofloxacin, intraperitoneally, 250 milligrams (frequency was not reported). At the time of this report, the patient was not recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017. Address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and patient outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.